Event description:
Reporter alleged obtaining a blood glucose result of 219 mg/dl on her advantage system compared to the hospital measurement of 109 mg/dl when testing was performed back to back within a few minutes of each other. Reporter stated she had been receiving higher readings on the system and went to the hospital and checked blood glucose. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.